Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robot-assisted lung wedge resection, the device was unable to fire. Another device was used to complete the procedure. No patient injury has been noted.